Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button keypad (tactile change prior to damage) issue. It was reported that the down arrow keypad button was intermittently unresponsive and the keypad rubber was torn near the up arrow button. It could not be determined whether the tactile changes had occurred prior to the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was confirmed to be torn near the up arrow button. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.